Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had unresponsive keyboard while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to perform the est (extended self-test.est) and run ventilator on test lung to try to duplicate the error. Customer was instructed to call back if the recommendation did not correct the issue. Covidien was not authorized to service the device.